Manufacturer narrative:
The company representative went on site and evaluated the system due to the reported event. No system issue was found that could contribute to the reported event. System was tested and verified to meet specifications. . Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a very thin and irregularly shaped flap following corneal flap creation. The patient was discharged and will wait one month to be evaluated. Additional information has been requested.